Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument was returned from hospital fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided to date.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument was returned from hospital fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided to date.